Event description:
It was reported that during an in-clinic follow-up, failure to sense was noted on the implantable cardiac monitor (icm). The icm was explanted and replaced. No patient condition was unknown.

Manufacturer narrative:
Reported event of failure to sense was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of failure to sense. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.

Event description:
New information received indicated that failure to sense was noted prior to the new implant procedure. The patient was stable before, during and after procedure.